Event description:
Customer allegedly got severe burn from the use of three cold packs over a period of two days and has blisters on her back. She had placed the pack directly on her skin each time. She did seek medical attention.